Event description:
It was reported that during laparoscopic cholecystectomy procedure, the surgeon fired the device across the cystic duct on the initial firing and after the trigger was squeezed the clip was malformed and the device locked out. When the surgeon observed the clip and it was formed open ended. They tried to fire again and the device would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2010. According to the complainant, during the procedure, they deployed all seven bands successfully however, only three out of the seven bands remained attached to the varices. It was reported that the three bands were enough to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Advancer bypass, malformed clip, jaws unable to open_open after assisted the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward the tissue stop during the consecutive firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence, the remaining clips were formed as conforming. The device locked out as intended but the orange indicator did not show up completely. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).